Manufacturer narrative:
Product analysis: (B)(4) was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Review of the sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported power increases including but not limited to thrombus formation/ingestion and/or high flows. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had high power on (B)(6) 2018, on (B)(6) 2018 power went down by (B)(6) 2018 it was below power levels of (B)(6) 2018, however on (B)(6) 2018 power rose rapidly again. On (B)(6) 2018 patient was admitted from rehab facility. Patient was in heightened coagulability state due to sepsis as well as having end organ dysfunction - multi-organ system failure. International normalized ratio (inr) was therapeutic and blood pressure normal. It was reported that patient¿s kidneys and liver went down fast after admission. Anticoagulants were given but no lytics. On (B)(6) 2018 patient was placed with hospice care and pump was turned off. On (B)(6) the patient passed away at home.